Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that while the ar-8973-01 targeting guide was being used in an ankle fixation, the proximal tightrope hole for a right ankle was out of alignment i.e. The tightrope would have missed the nail had the surgeon drilled through the drill guide and outrigger. No adverse effect to the patient reported.